Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details was not received from the distributor. Section h4: device manufacturing details was not received from the distributor. Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in brazil has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 nasal tubing 70mm was broken while being connected to a f&p rt266 dual heated infant circuit kit. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details was not received from the distributor. Section h4: device manufacturing details was not received from the distributor. Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was discarded by the healthcare facility and therefore was not available for evaluation by fisher & paykel healthcare (f&p). Our investigation is thus based on the information and photography provided by the distributor and our knowledge of the product. Result: visual inspection of the provided photography confirmed that both tubes were deformed, stretched and torn at the connector midline side. Conclusion: based on the review of photography and information provided by the distributor, and our knowledge of the product, it is most likely that the reported event resulted from the device being subjected to excessive force. It appears that the tubes have been pulled to an unintended extension. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" - ""use patient oxygen monitoring"". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A distributor in brazil has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing broke during system set-up. There was no reported patient consequence.